Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the ac light on their device was not illuminating and the power was interrupted. There was no reported patient involvement.